Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Report received of non delivery. The device was programmed to deliver 560 ml of taxol in 3.5 hrs. After 3 hrs, the nurse noted that the "bag was not going down." The nurse examined the device, and noted the vtbi was counting down as though the device was infusing, however, there were no drips in the drip chamber. The nurse then pulled out and re-inserted the IV tubing into the device, and "it continued to do the same thing." At this time, the device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.